Event description:
Boston scientific received information that this right ventricular lead exhibited non sensing, loss of capture and low out-of-range pacing impedances of less than 100 ohms. As a result the rv lead was surgically abandoned and the device was successfully replaced. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.